Manufacturer narrative:
(B)(4). Date sent: 10/17/2025. Additional information was requested, and the following was obtained: did any pieces fall into the patient? =>yes. If yes, were they retrieved? =>yes. Will all pieces be returned with the device? =>yes. If no, were they discarded?=>no.

Manufacturer narrative:
(B)(4). Date sent: 10/9/20205. Additional event information: is it correct to understand that there were no changes to the surgical procedure (e.g., addition of a port hole, addition of an incision, etc.) When retrieving the seal that had fallen off inside the body? No. Additional port was added. Are there any problems with the patient's condition after the surgery? There are no problems with the patient's condition. Could you please let us know if you have heard from your doctor what caused the seal broken? This event happened when the half gauze was inserted and there was a possibility that there was a lot of resistance. Will the broken pieces of the retrieved seals be returned along with the product?

Manufacturer narrative:
(B)(4). Date sent: 11/24/2025. D4: batch # a97f2v. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the b12srt device was received with the duckbill out of position and present. In addition, the packaging opened was returned along with the instrument. As part of ethicon¿s quality process all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what might have caused the duckbill out of position. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch a97f2v number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4) date sent 10/6/2025 d4 batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. B3: unknown; captured as awareness date. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: did any pieces fall into the patient? If yes, were they retrieved? Will all pieces be returned with the device? If no, were they discarded? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown surgery, part of the seal fell off into the abdominal cavity and insufflation air was no longer possible when inserting the half gauze. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.